Manufacturer narrative:
(B)(4). It was reported that the home patient (hp) experienced a recurrent peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. The patient always practiced clean procedures when performing a therapy. The patient treatment was not reported. On an unreported date, the pd therapy was discontinued. At the time of this report, the patient was fully recovered from peritonitis. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd894295 and gd894410 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with gentamycin (route, dose and frequency not reported). At the time of this report, the patient recovered from peritonitis. The patient was retrained on the proper aseptic technique. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is not available; therefore, a sample analysis cannot be completed. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).